Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A cracked case, scratched lcd window and cracked resrvoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an alarm during the manual prime. Troubleshooting revealed that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.